Event description:
It was reported that during a phone conversation with rep on 7/2/2008, another rep indicated that one of dr. Durom patients was revised after falling, but did not have details available. Rep number one called rep number two back on 7/8/2008 in order to provide additional details. The durom was implanted as part of a resurfacing procedure. After the patient fell, the components were revised to an alloclassic femoral stem and converge cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.